Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt reports this morning, when removing the cassette from the cycler, he found moisture inside of the cycler door and beneath the gaskets inside of the cassette door. Not a large amount of moisture, it did not run out of the door when it was opened, but first noticed when handling the cassette for disposal and pt's hand became wet. Pt states he has had no ill effects or antibiotics administered, effluent has remained clear. There is a sample available for eval.